Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of far field r wave oversensing resulting in inappropriate mode switching were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.